Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation, a polarsheath was selected for use. The sheath was inserted via the femoral and advanced to the right atrium. Upon flushing, no backflow was observed. The wire remained in place, then the sheath was removed, and when flushing was performed outside the body, it could not be pushed or pulled. Exchanging the device resolved the issue, and the procedure was completed without any patient complications. The device is expected to be retuned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarsheath was visually inspected for anything that would have led to the allegation of a failure to flush, no anomalies were found. An attempt was made to test patency of the side port and was unsuccessful. A syringe with water was attached to the side port and failed to flow through the flush line. There was immediate resistance to the attempt of pushing water into the side port. The valve housing was dissected to find the source of the occlusion. An adhesive occlusion was found inside of the flush line at the junction where the flush line attaches to the housing.

Event description:
During a cryoablation, a polarsheath was selected for use. The sheath was inserted femorally and advanced to the right atrium. Upon flushing, no backflow was observed. The wire remained in place, then the sheath was removed, and when flushing was performed outside the body, it could not be pushed or pulled. Exchanging the device resolved the issue, and the procedure was completed without any patient complications.